Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed an "overcurrent" error message. A replacement device was provided to the user. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
H3: evaluation in progress but no conclusions have been made.